Event description:
It was reported to philips that the system's footswitch was unable to connect wirelessly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A good faith effort was completed to get further information regarding clinical use and procedure outcome. However, the customer has not provided the requested information. A philips remote service engineer (rse) examined the system remotely and found that the battery led was off indicating battery was without power. The wireless connection led was flashing red indicating a connection issue. The rse recommended replacing the wireless foot switch (wfs). Subsequently, a philips field service engineer (fse) inspected the system on-site and replaced the wfs to resolve the issue. The customer was instructed to fully charge the wfs prior to use. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failures were observed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A good faith effort was completed to get further information regarding clinical use and procedure outcome. The customer has not provided the requested information. However, the customer has confirmed that they are continuing to use the system with the wired footswitch without any issues. A philips remote service engineer (rse) examined the system remotely and found that the battery led was off indicating battery was without power. The wireless connection led was flashing red indicating a connection issue. As a result, the wireless foot switch (wfs) could not connect with the base station. The rse recommended replacing the wfs. Subsequently, a philips field service engineer (fse) inspected the system on-site and replaced the wfs to resolve the issue. The customer was informed to fully charge the wfs. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed, and no failures were observed. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. The customer confirmed they could use the wired foot switch without any problem. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.